Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon placed three clips on the cystic duct of a pediatric pt. All the clips were applied in a normal fashion and were observed to be completely occlude the duct. Once the duct was cut with scissors. (2 pt side 1 specimen side) the clip nearest the cut and (pt side) migrated upward and eventually fell off. This occurred without any manipulation or contact with instruments. No problems were observed with any other clips that were placed. The case was completed with that instrument. There was no consequence to the pt.